Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 182 mg/dl, 60 mg/dl and 48 mg/dl within 10 minutes from their built-in freestyle meter in the freestyle navigator continuous monitoring system. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. In addition, customer reported prior to receiving the erratic readings, he experienced symptoms of nausea, "pins and needles in his feet" and weakness and took his insulin medication and glucose tablets to counteract his symptoms; however, it is unknown if the insulin medication was taken prior or after the reported readings. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's freestyle navigator receiver has been returned to the lab and product testing did not confirm the readings complaint. The reported readings were found in the meter's internal memory log. All results were within range specification and no errors were observed during control solution testing.